Event description:
A hospital in (B)(6) reported that an iw910 mobile infant warmer had a cracked head case. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the device was received at fph us service center in (B)(4) where it was inspected by a trained fisher & paykel healthcare service technician. Photographs of the complaint heater head were provided to us by the service center. Results: the photographs revealed that multiple cracks were observed on the heater head. A semi circular crack as well as crazing, flaking and delamination of plastic shell can be observed on the dome section of the head upper case. A dark spot was also found on the dome, which appears to be fibres that were caused by a cleaning material. A lot check revealed one other complaint of this type for lot number 060821. Conclusion: use of incorrect cleaning materials is the most likely cause of the reported warmer head crazing and cracking damage. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by (B)(4). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The complaint warmer head casing was replaced with new parts and the device was then returned to the healthcare facility.